Event description:
Boston scientific received information that this patient has the automatic capture (ac) feature turned on and after the first loss of capture (loc) episode, a back up pace was not administered as expected. Boston scientific technical services (ts) was consulted and stated that is not how it will work on this particular event. The health care professional (hcp) stated that the patient was in fact symptomatic with the one beat of loc and the ac feature would not be used for that reason. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.